Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was not performed. A post-implant bav was performed due to the valve being constrained, and a mean gradient and velocity across the valve was 20 millimeters of mercury (mm hg) and close to 4 meters per second. Per the physician, patient anatomy was not a contributing factor to the dislodge, and the deployment starting point was slightly above the bottom of the pigtail. The direction of the dislodge was aortic. After valve dislodgment, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) were 6 millimeters¿ (mm). Additionally, a medtronic (confida) guidewire was used during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID evolutfx-23 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 2 millimeter (mm) on the non-coronary cusp (ncc)  and 3 mm on the left coronary cusp (lcc). Due to velocity observed on transesophageal echocardiogram (tee), a post implant dilation was performed with a 20 mm non-medtronic (true) balloon. During the post balloon aortic valvuloplasty (bav), the balloon was constrained by the previously implanted surgical valve, while the operator attempted to fully inflate the balloon using contrast and a saline syringe. A waist was observed on the balloon causing it to watermelon seed aortic lifting the valve out of its deployed position. Subsequently a second valve was deployed inside of the dislodged valve. No paravalvular leak (pvl) was observed and a mean gradient of 7 mm and velocity of 2 was reported. No additional adverse patient effects were reported.